Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that caller stated the patient reached targeted temperature of 33c, however they dropped to 32.1c. Water temperature was 34.8c, flow rate was 3.3lpm, patient 101kg with medium pads and universal (stated patient was well covered). Discussed medications recently administered and possibility of overshoot. Patient only covered with sheet. Discussed checking protocol for external measures (warm blanket, bair hugger, increasing room temp) they could take. Machine seemed to be responding appropriately. Water temperature was 35.7 at the end of the call.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller stated the patient reached targeted temperature of 33c, however they dropped to 32.1c. Water temperature was 34.8c, flow rate was 3.3lpm, patient 101kg with medium pads and universal (stated patient was well covered). Discussed medications recently administered and possibility of overshoot. Patient only covered with sheet. Discussed checking protocol for external measures (warm blanket, bair hugger, increasing room temp) they could take. Machine seemed to be responding appropriately. Water temperature was 35.7 at the end of the call. Per follow up information received via phone on 12jan2024, it was reported that therapy was completed on the male patient without any impact. They had a few questions, and the issues were resolved once mis completed troubleshooting with them so that they had a better understanding of the device.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that caller stated the patient reached targeted temperature of 33c, however they dropped to 32.1c. Water temperature was 34.8c, flow rate was 3.3lpm, patient 101kg with medium pads and universal (stated patient was well covered). Discussed medications recently administered and possibility of overshoot. Patient only covered with sheet. Discussed checking protocol for external measures (warm blanket, bair hugger, increasing room temp) they could take. Machine seemed to be responding appropriately. Water temperature was 35.7 at the end of the call. Per follow up information received via phone on 12jan2024, it was reported that therapy was completed on the male patient without any impact. They had a few questions, and the issues were resolved once mis completed troubleshooting with them so that they had a better understanding of the device.